Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a healthcare professional regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. Information was reported that a patient¿s device has not been working since (B)(6). Caller then clarified with patient who said that the battery is dead and they haven¿t turned it on in 6 months because the battery is dead and not working. Technical services directed patient to see their physician to have ins jump started to get it back up and running and then be able to go into MRI mode. No further complications have been reported. No patient symptoms have been reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.